Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.

Event description:
Patient was implanted with trochanteric fixation nail construct on an unspecified date. Reportedly the patient fell and consequently the patient sustained a new fracture near the knee. Patient was returned to the or on (B)(6) 2013, for revision surgery. The surgeon removed all hardware. The patient was revised with a lateral entry long recon nail to cover the old injury and repair the new fracture. Reportedly all hardware was intact. This report is for an unknown locking screw. This is 3 of 3 reports for the same event, complaint #(B)(4).